Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient reached up to get something and felt the stimulation increased for a few seconds. It was also reported that the patient could feel the stimulation at a lower amplitude than they could before. The patient used to be able to feel the stimulation at around 6 ma and now they can feel the stimulation at 2 ma. The patient planned to meet with a manufacturer representative on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the reaching did not affect and clarified that the patient thought that they felt something change but they weren't sure. It was reported that the impedances were within normal limits and the issue was resolved by the time of the appointment. No further complications are anticipated.